Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The optic has been cut in half, typical of insertion and removal from the eye. One half of the optic is split from the edge across the center of the lens. Small scratches are observed along the cut area. A power and resolution inspection could not be conducted due to extensive damage. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. A power and resolution inspection could not be conducted due to extensive damage. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company's release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the intraocular lens (iol) implantation, the patient had experienced blurry vision, as a result the lens was explanted in a secondary procedure and was replaced with another lens. Additional information received stated that the clinical reason for explant was, iol complication - measurements changed.